Manufacturer narrative:
B3: the event date was between 26 and 27 of july-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found no issues. Functional testing was not able to duplicate the customer reported issue. The investigation was not able to determine the cause of the reported issue as there was no issue found during testing. The lec 46817 was found in the device information menu. However, it was not found in the event log. This indicates it was a once off event. The device has passed all functional and accuracy testing.

Event description:
It was reported that the device had an error code during a software upgrade. There was no patient involvement.